Event description:
It was reported that during a ptcra procedure, the wire fractured. The lesion being treated was a calcified and 100% stenotic lesion in the proximal rca. The physician placed the guide catheter and was unsuccessful in attempting to cross the lesion with four different guidewires. The lesion was finally crossed with a conquestpro 0.014 guidewire. He was unable to cross the lesion with two different balloons and elected to exchange the guide wire for the floppy rtw guide wire. He then ablated with a 1.5burr. The position of the tip of guide wire was distal (#3)of the rca. He ablated 14 times at 180,000 rpm. The rpms dropped to 10,000 momentarility and then from 5,000 rpms to 4,000rpms. The patient experienced chest pain, and st elevation. However, ablation was completed without a problem. Upon removal of the burr and the floppy trw guide wire, it was noted under angiography that the tip of the guide wire was left in the mid rca. The lesion was then dilated and a cypher stent was placed in the proximal rca. Another cypher stent was deployed in the mid rca to secure the tip of the guide wire against the vessel wall. Ivus was performed and the procedure was completed. No serious injury was reported. A 7f zeon introducer sheath, a heartrail al 1 guide catheter, a fielder 0.014 guide wire, a ranger and magna balloon catheter, and two cypher stents were also used in the procedure.